Event description:
It was reported that a user experienced intermittent dexcom g6 bluetooth connectivity and sensor error alerts on the ilet, including periods of signal loss and subsequent reconnection; troubleshooting included confirming the sensor code and transmitter serial number, re-entering both, restarting the ilet, and advising a pairing wait period, along with education on sensor error behavior and use of fingerstick entries. Symptoms included sensor error notifications and loss of cgm data visibility. Outcomes included temporary loss of automated cgm input to the ilet without reported adverse clinical effects or hospitalization. Investigation included review of alert history, verification of pairing credentials, device restarts, and user education on error recovery and interim fingerstick use. Investigation of this case revealed that incorrect transmitter entry was corrected and that subsequent sensor errors were consistent with internal sensor recovery behavior and expected intermittent signal loss rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was cgm communication and sensor-related factors, including initial mis-entry of transmitter information and transient sensor error recovery, with the ilet functioning as designed.